Event description:
On (B)(6) 2016 our affiliate in (B)(6) reported that an eye care professional (ecp) stated that a patient (pt) experienced discomfort upon insertion of an acuvue2 brand contact lens. The ecp reported that the pt sought medical attention and reports that the pt experienced a "bacterial eye infection" and ocular discomfort (affected eye is unknown). The date of the event is unknown. The (B)(6) affiliate contacted the sales representative to request additional information, but the sales representative was unaware of the event. No additional information is available. No additional information is expected. Two lot numbers were reported from the affiliate in (B)(6) and it is unknown which lot # is the suspect product. It is unknown is the product is available for return for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00263c was produced under normal conditions. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00hp85 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.